Manufacturer narrative:
Keypad unresponsive/button error alarm not found during testing. Insulin pump passed the displacement test and the self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 76 mg/dl. The customer reported that the stuck button error indicating that a button had been pressed longer than 3 minutes. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.